Manufacturer narrative:
Possible root causes for this event may be insufficient electromagnetic interference lab compliance, sample quality, insufficient maintenance, or contamination of the environment with the analyte.

Manufacturer narrative:
Based on the information available for investigation, a specific root cause could not be identified. The sample was checked and no fibrin clot was observed. Based on a review of the alarm trace, analyzer performance check data and the database associated with the instrument, no issues were identified. Calibration and quality controls were acceptable. Since the sample showed believable results with the same reagent pack on the same day, a general reagent issue can be excluded.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous high results for 1 patient sample tested for troponin t hs stat (high sensitive short turn around time) troponin t hs stat. The erroneous result was not reported outside of the laboratory. The initial troponin t hs stat result was 20.44 pg/ml with a data flag. The repeat result was <3.00 pg/ml with a data flag. The sample was repeated on (B)(6) 2016 and the result was <3.00 pg/ml with a data flag. No adverse event occurred. The troponin t hs stat reagent lot number was 18754804 with an expiration date of 12/31/2016.